Event description:
The following is based on the medical records received from the pt's treatment facility. This peritoneal dialysis (pd) pt was hospitalized for peritonitis. He was treated with vancomycin 1g once and ciprofloxacin 500mg for five days.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related mdrs: 8030665-2014-00281 and 1713747-2014-99942.